Event description:
It was reported that during a pump replacement due to normal end of service (eos) the physician found difficulty in removing the catheter from the pump. The catheter was broken ¿at the end of the catheter.¿ the catheter break occurred located at the proximal segment and pump connector. This required the explant of the proximal part of the catheter with pump connector and replacement. It was further reported that the distal part of the catheter had also been replaced since it was found displaced at the end of the pump replacement procedure. The implant date of the catheter was noted as approximate. It was unknown if diagnostic testing or troubleshooting occurred. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. No patient symptoms were associated with this event. At the time of the report the patient's status was reported as alive-no injury. The patient was doing well and receiving effective therapy. This device system delivered lioresal. Should additional information be received, a supplemental report will be filed.

Event description:
The pump was not available for return. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# unknown, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter.

Manufacturer narrative:
Analysis revealed there was difficulty with the catheter¿s sc connector which led to the explant.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# unknown, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.